Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An on-site inspection of the device was conducted by a field service engineer (fse) and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken connector seal. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image quality was bad. The issue occurred when preparing the device for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head image quality was bad. The issue occurred, when preparing the device for use. There were no reports of patient harm.